Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was over 500 mg/dl. The customer had symptoms of throwing up blood and had a headache. The customer was wearing the insulin pump at the time of the hospitalization. The customer was given multiple drips of potassium and insulin. The customer's current blood glucose level was 147 mg/dl. It was noted while troubleshooting that the cannula was badly bent. Troubleshooting was not completed because the customer declined to finish it. The customer was sent a replacement for their infusion set.